Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.

Event description:
Information received indicates the brake caster would lock into brake but would continue to rotate around when pushed on the side.